Event description:
It was reported that the attempted right ventricular (rv) lead exhibited high impedance and intermittent capture. The physician suggested the lead was broken or had a bad weld. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).